Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed all reader camera alignments to verify instrument operation. Repairs have returning the instrument to its expected operation. No definitive root cause was determined. The customer ran and verified quality control.

Event description:
The customer reported that the ortho provue analyzer interpreted test results as negative. The customer visually examined the gel card microtubes and indicated that they observed weak positive reactivity. False negative results can lead to transfusion of incompatible blood. The results were questioned by a health professional, preventing erroneous test results from being reported.